Manufacturer narrative:
The field service engineer (fse) tightened the sample and reagent belt. He adjusted the sample and reagent probe's x and z axis, flushed, and primed the system. He also adjusted the sample and reagent probe's liquid-level detection (lld) voltage. They ran patient samples with successful results. It was noted that the measuring cell was overdue. Product labeling states "this document applies to e 411 rack e 411 disk recommended frequency: 18 months at pm visits (exchange the measuring cell every 18 months or after measuring 70,000 tests whichever comes first.)" The investigation determined that the event was due to the misadjusted sample and reagent probes.

Manufacturer narrative:
A roche elecsys method was also used for the rerun of the patient sample.

Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable elecsys ferritin result from several patient samples tested on the cobas e411 disk. The reporter noted that the analyzer's results were lower than usual. The reporter was able to provide one example of a questionable result. They sent the patient sample to an external laboratory to confirm the result. The initial result was not reported outside of the laboratory. The initial result from the analyzer was 12.55 ng/ml with a data flag. The repeat result from the external laboratory was 48.1 ng/ml. The reagent lot number is 647252. The expiration date was requested but not provided.